Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 26-sep-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient receiving dilaudid 49.5mg/ml for a total dose of 9.8mg/day, prialt 4.5 mcg/ml for a total dose of 0.899mcg/day, and unknown baclofen 730mcg/ml for a total dose of 145mcg/day via an implantable pump for non-malignant pain. It was reported that the patient's new managing hcp requested a dye study to be performed to make sure the catheter was patent. Environmental/external/patient factors that led to the event was unknown. A dye study was performed and the hcp could not aspirate the catheter. The patient was being referred to a neurosurgeon to check the catheter. It was noted that surgical intervention did not occur and it was asked, but unknown if surgical intervention was planned. It was noted that the issue was not resolved at time of report and the patient's status at time of report was alive- no injury. It was noted the event occurred during procedure. The event date was (B)(6) 2018. The patient's weight and medical history was asked and will not be made available. No further complications were reported.

Manufacturer narrative:
Product ID 8578, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2018, product type: catheter. The 8709 (serial# (B)(4) catheter was returned and analysis found a leak that was caused by the metal connector pin breaching the catheter. If information is provided in the future, a supplemental report will be issued.